Event description:
A pt was being intubated after a 3-level cervical plate surgery. After aggresive pt manipulation, the intubation was aborted and a tracheotomy was performed. X-ray revealed that the 3-level plate had ripped off the bone and that two screws had come out of the plate. One of the screws was out of the plate. But was still locked to the collet. The other collet stayed in the plate when that screw backed out. The patient was taken back into surgery where the implant was reattached without problem.